Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to reaching the maximum number of helix rotation attempts which resulted in tissue entrapment and prevented optimal placement with an acceptable threshold. This brady lead was replaced with the same model, not implanted and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event. This report is being submitted to correct the initial reporter email field (e1) in section e, initial reporter. This supplemental correction report was created to capture the observed corrections which indicates that the physician attempted this brady lead to implant but with no difficulties of helix extension nor retraction. This observation no longer meets the definition of malfunction as it was confirmed that the lead was attempted due to tissue entrapment and prevention of optimal placement with an acceptable threshold. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to reaching the maximum number of helix rotation attempts which resulted in tissue entrapment and prevented optimal placement with an acceptable threshold. This brady lead was replaced with the same model, not implanted and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the observed corrections which indicates that the physician attempted this brady lead to implant but with no difficulties of helix extension nor retraction. This observation no longer meets the definition of malfunction as it was confirmed that the lead was attempted due to tissue entrapment and prevention of optimal placement with an acceptable threshold. Amending MDR decision to MDR=no report. Additionally, this report is being submitted to correct the device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to reaching the maximum number of helix rotation attempts which resulted in tissue entrapment and prevented optimal placement with an acceptable threshold. This brady lead was replaced with the same model, not implanted and will not be returned. No adverse patient effects were reported.